Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received for evaluation. During functional testing, the reported problem, turn off was reproduced. Visual inspection found a depressed battery pin contact on the rear case which could not be restored to its normal position. This resulted in improper contact with the battery, causing that the unit turn "off" improperly when it was tested on battery mode. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be fluid intrusion and poor cleaning practice. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue: "turn off "during device power up in the surgery department. There was no patient involvement. No additional information is available.